Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: multiple pump reboot events were observed in the black box on 06/28/2014. The battery compartment was cracked below the grip pad. The pump case was cracked in the corner of the display area. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during investigation. A leak test showed that there was a leak at the crack in the pump case. There was evidence of moisture contamination throughout the inside of the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.